Event description:
It has been reported "cone wear of the hip stem" update 20aug21 - additional information from the surgeon: -revision right hip tep via dorsal approach was performed on (B)(6) 2021. -analysis of the joint: metalosis, cone of the hip stem used up, pe inlay damaged, cup trident x3 /58mm fixed, head cocr 44mm/v40cone. - removal of the hip stem via transfemoral approach. - the cone of the femoral stem was used up. - the femoral head is luxated. "Head disassociation from the femoral stem."

Manufacturer narrative:
Reported event: an event regarding disassociation and wear/metallosis involving a metal head was reported. The disassociation event was confirmed by clinician review of provided medical records. The wear/metallosis event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the revision of a total hip replacement due to head disassociation from the femoral stem with evidence of trunnion deformity and wear. I can confirm that this event took place since I was able since I was able to see the implant removed. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion deformity and wear are multifactorial including implant factors, surgical technique factors and patient factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It has been reported "cone wear of the hip stem." Update 20aug21 - additional information from the surgeon: revision right hip tep via dorsal approach was performed on (B)(6) 2021. Analysis of the joint: metalosis, cone of the hip stem used up, pe inlay damaged, cup trident x3 /58mm fixed, head cocr 44mm/v40cone. Removal of the hip stem via transfemoral approach. The cone of the femoral stem was used up. The femoral head is luxated. "Head disassociation from the femoral stem."

Manufacturer narrative:
Reported event an event regarding disassociation and wear involving an unknown head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the revision of a total hip replacement due to head disassociation from the femoral stem with evidence of trunnion deformity and wear. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion deformity and wear are multifactorial including implant factors, surgical technique factors and patient factors. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to head disassociation from the femoral stem with evidence of trunnion deformity and wear. The event was confirmed via clinician review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "cone wear of the hip stem". Update 20aug21 - additional information from the surgeon: revision right hip tep via dorsal approach was performed on (B)(6) 2021. Analysis of the joint: metalosis, cone of the hip stem used up, pe inlay damaged, cup. Trident x3 /58mm fixed, head cocr 44mm/v40cone. Removal of the hip stem via transfemoral approach. The cone of the femoral stem was used up. The femoral head is luxated.